Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a wound check, elevated capture threshold was observed. Upon interrogation, variable impedance was observed. The patient will continue to be monitored with routine follow-up.